Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system booted with missing collimator calibrations. This error will prevent the system from booting to a usable state. No pt or user injury was reported.